Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that she passed out while being at work, and she took a glucose tablet. The customer stated that the insulin pump was removed from her body, and currently the device is lost. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.